Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer in order to follow up on a previous call she had made regarding high blood glucose levels. The customer stated that she went to the emergency room with blood glucose levels greater than 500 mg/dl and a stomach virus. Nothing further was reported.